Event description:
According to the reporter, during a procedure, after reload was connected to handle, the surgeon was not able to close the jaws and therefore unable to insert into the patient. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.